Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device number lot 31325821l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool smarttouch sf and the patient experienced pericardial effusion that required pericardiocentesis and ECMO. At the end of the procedure, an ultrasound revealed a pericardial effusion. This was punctured after the procedure and the blood was drained from the pericardium. The bleeding could not be stopped in the further course of the procedure. Surgery was required. Patient has improved however required extended hospitalization. Patient required ECMO (extracorporeal membrane oxygenation). The physician's opinion on the cause of the adverse event is the procedure. Transseptal puncture was performed. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop. The patient did not require cardiac surgery.

Manufacturer narrative:
On 23-aug-2024, additional information was received clarifying "surgery¿ is referring to a surgical intervention on the human heart, which according to the initial assessment, would have been necessary to stop the bleeding into the pericardium. In the further course, fortunately, no surgical intervention was needed. When opening the complaint immediately after the adverse event, it seemed that the patient required surgical intervention. After consulting the hospital staff 24h later, the bleeding was stopped during the course of treatment without surgery. Finally, no surgical intervention was required. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).